Event description:
It was reported that, during an elective explant on (B)(6) 2022, part of the lead was stuck within the patient and the physician was unable to remove the entire lead. Part of the lead remains implanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.